Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.

Manufacturer narrative:
Patient age, date of birth, and weight are unavailable. Facility personnel declined to provide patient information. UDI field not sufficient to hold all digits, (B)(4).

Event description:
It was reported that during a lead extraction procedure, the lead being extracted was severed by the tightrail device, and subsequently unraveled. Reportedly, a spectranetics lead locking device (lld) was placed inside the lead and while the tightrail was being pushed into the vasculature while actuating the blades, the device cut the lead proximal to the clavicle. When traction force was applied, the inside of the lead began to unravel. The lld and inner portion of the lead were removed, and the outer insulation was cut and capped. The case proceeded with new lead implantation and was completed successfully. No negative impact to the patient was reported.